Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened button dome switch. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. Caller reported that the buttons had to be pressed hard to get a response for about six weeks leading up to the call. Blood glucose level at the time of the incident was around 300 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.